Event description:
Customer called to report hospitalization for low bgs. It was stated that they felt uncomfortable with the device and a replacement pump was requested. Customer was on manual injections at the time of call.